Event description:
The customer observed falsely elevated potassium results generated on the architect c4000 processing module for one patient. The result was reported to the physician. It was reported that the patient went to a different emergency room and the potassium result was normal. The following data was provided: customer¿s normal range: 3.5 to 5.1 mmol/l. Sid: b initial result = 7.0 mmol/l; repeat result = 7.1 mmol/l. Repeated several more times and all the results were 7.0 mmol/l. Result from a different emergency room = 4.7 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed troubleshooting including ict aspiration tubing cleaning and replacement of the worn 1ml syringe. Part replacement resolved the issue and no additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c4000 did not identify any trends. A review of tracking and trending for the 1ml syringe did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 for serial (B)(6) or the 1ml syringe were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium results generated on the architect c4000 processing module for one patient. The result was reported to the physician. It was reported that the patient went to a different emergency room and the potassium result was normal. The following data was provided: customer¿s normal range: 3.5 to 5.1 mmol/l sid: (B)(6) initial result = 7.0 mmol/l; repeat result = 7.1 mmol/l repeated several more times and all the results were 7.0 mmol/l result from a different emergency room = 4.7 mmol/l there was no impact to patient management reported.